Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have a cracked right plunger case. Device was powered up, and reported complaint was unable to duplicate 'base hardware failure' at power up. No damage to the interconnect board was found. The problem source has been determined to be unknown.

Event description:
Information was received that device had hardware system failure. No adverse effects reported.